Event description:
In 2009, initial surgery was done with versa nail ten for femoral neck fracture. Half weight bearing started from three weeks after the surgery. Full weight bearing started from 4 weeks after the surgery. At 4 weeks post-op, it was found that the anterior-posterior distal screw (cat#: 1402234) was backed out and medial-lateral distal screw (one of 1402244) was broken. Two months later, callus was noted. There is no plan to perform another surgery to remove the implant, because the doctor confirmed bone union and the pt's condition is recovering.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for three of the four parts and lot # combinations. One of the screws had one prior report for the screw breaking. The mfg facility reviewed the device history records for all the reported parts and lots and found no mfg deviations or anomalies. In the essential product info for indications states: the use of metallic surgical appliances provides the orthopaedic surgeon a means of bone fixation and helps generally in the mgmt of fractures and reconstructive surgeries. These implants are intended as a guide to normal healing, and are not intended to replace normal body structure or bear the weight of the body in the presence of incomplete bone healing. Delayed unions or nonunions in the presence of load bearing or weight bearing might eventually cause the implant to break, due to metal fatigue. All metal surgical implants are subjected to repeated stress in use, which can result in metal fatigue. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.